Manufacturer narrative:
E1: patient city- (B)(6). Patient country- (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tape not sticking event on 10-june-2024.the tape was not sticking due to swimming activity . No further information was available.